Event description:
It was reported that the device could not be interrogated. The patient has not reported having any medical procedures performed since the last check in 2008. The device was explanted when no communication could be established after troubleshooting.

Manufacturer narrative:
The device would not communicate due to a depleted battery. The battery was sent back to the vendor for further evaluation. Analysis identified an internal short within the battery due to a contaminate. This anomaly caused the low battery voltage and loss of communication.